Manufacturer narrative:
An event regarding a broken duracon stem was reported. The fractured stem could not be confirmed, however, upon review of the provided images, it appears that disassociation of a duracon stem from an mrh femoral component has occurred resulting in or as a result of wear of the stem mating section. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted fluted stem component which has worn on the mating section to a point. There are no threads visible on the mating section which is consistent with component disassociation. The device as is, would no longer be able to mate with the threaded section of the femoral component. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms stem fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms stem fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x- rays and examination of explanted components. The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted fluted stem component which has worn on the mating section to a point. There are no threads visible on the mating section which is consistent with component disassociation. The device as is, would no longer be able to mate with the threaded section of the femoral component. Therefore, while it appears from x-ray that the device has fractured, upon review of the images provided, it would appear that the devices have disassociated with wear of the mating section of the stem evident. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to a broken mrh stem. The mrh small femur, 11x155 cemented stem, rotating component, bushings, axle, and tibial sleeve were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a broken mrh stem. The mrh small femur, 11x155 cemented stem, rotating component, bushings, axle, and tibial sleeve were revised.